Manufacturer narrative:
Cosmos ii pacemakers have not displayed this behavior before. There was not enough info provided with this complaint to attempt a duplication of the event. This behavior may be device specific, in which case, the device would need to be returned for analysis.

Event description:
The reporter indicated that the device was not going 5 beats at 90 with magnet application.